Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad was severely worn. As the result of checking the manufacturing record of the subject device, there was nothing abnormal found. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the ptfe pad was damaged due to activating output while grasping nothing. The instruction manual of the subject device already states; *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During an inguinal hernia or a laparoscopic cholecystectomy, two subject devices were used. During that, both of two subject devices were broken. The intended procedure was completed with another device. No patient injury was reported. On december 27, 2016, olympus medical systems corp. (Omsc) confirmed that both ptfe pads of two subject devices were severely worn. This is the second of two reports.